Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the system controller being exchanged due to the controller having some minor cosmetic damage was confirmed via visual analysis of the returned product. Additionally, the reported event of atypical low voltage and power cable disconnect alarms was confirmed via visual analysis of the submitted log file. The heartmate 3 system controller was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained combined overlapping data spanning approximately 1 day (28mar2023 ¿ 29mar2023). The log file captured atypical intermittent low voltage advisory and power cable disconnect alarms active throughout the log file due to the rsoc voltage in the black and white cable atypically fluctuating and dropping below the minimum voltage threshold. The alarms appear to resolve intermittently; however, they would reappear sporadically. Low voltage hazard and power cable disconnect alarms were also active simultaneously in several instances throughout the log file due to the rsoc voltage in both power cables atypically fluctuating below the minimum voltage threshold without any routine voltage depletion or power source changes. Pump speed was not affected by the alarms. During the evaluation, it was observed that the controller (serial number (B)(6)) was returned with cosmetic damage on the face of the controller consistent with everyday wear and tear. Additionally, the controller was reconnected to a mock circulatory loop with the returned modular cable (MFR # 2916596-2023-01911) and the controller operated without any atypical alarms or issues throughout testing. The controller power cables, and modular cable were manipulated in an attempt to reproduce the reported event; however, the controller operated as intended. Provided information stated that the cause of the low voltage and power cable disconnects was not identified, the alarms resolved when exchanging the system controller/modular cable, and the products will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller displayed alarms. The log files noted low power and power cable disconnects. The alarms resolved after the modular cable and system controller were exchanged.

Event description:
It was reported that the system controller was exchanged due the controller not being in the greatest condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.